Manufacturer narrative:
Philips service replaced the f14 fuse and used a 3d monitor to restore the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the data screen shorted and smoky, requiring replacement of the f14 fuse on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.